Event description:
It was reported that the posey bed-acute care long term care model 8050 has a broken zipper, no specific location reported. No pt injury reported. Inspection shows that the canopy had damage that could potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
(B) (4). Zipper broken. Results - front side window a at the drainage ports start and end there is a 1 inch vinyl tear. The large backside window has an insert pin that is missing and the drainage port has a 1 inch vinyl tear at the start and end of the zipper. The backside of the canopy the mattress envelope surface has a 2 foot tear. (B) (4).